Manufacturer narrative:
Additional information: b3, b5, b6, b7, d10, e1, h6 and h11. B5: upon follow up, it was reported that the patient experienced cloudy pd effluent and abdominal pain on the same day as peritonitis diagnosis. The cause of peritonitis was unknown. Vancomycin was reported as given every 3 days and is ongoing. Amikacin injection is given once daily and is ongoing. On an unknown date discharged from the hospital. At the time of this report, the patient is recovering from the events. Same pd is ongoing. Should additional relevant information become available, a supplemental report will be submitted

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized and treated with vancomycin injection (1g after three days, intraperitoneal) and amikacin injection (150mg, intraperitoneal). Patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5. B5: upon follow up, it was reported the patient recovered from the events. Should additional relevant information become available, a supplemental report will be submitted.